Event description:
It was reported that patient presented remotely via merlin. Net. Transmission showed that the left ventricular lead exhibited trend of increasing threshold which resulted in loss of capture. No intervention was performed. Patient status was not reported.